Event description:
(B)(4). Event occurred in the united states. The patient's husband reported that they received a bad batch of infusion sets as the infusion set tubing came apart. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to his body. The infusion sets were replaced for the patient. No further information available.